Event description:
It was reported that the gas supply unit of the affected device exhibited a malfunction and that in consequence the ventilator did not function properly. The device was replaced in a controlled maneuver. The patient experienced a temporary minor desaturation; after device replacement the patient's condition returned to normal and no health consequences have finally occurred.

Manufacturer narrative:
It was reported that the gas supply unit of the affected device exhibited a malfunction and that in consequence the ventilator did not function properly. The device was replaced in a controlled maneuver. The patient experienced a temporary minor desaturation; after device replacement the patient's condition returned to normal and no health consequences have finally occurred. The user facility did not involve the local dräger s&s organization into examination of the device and potential follow-up measures; no further information such as log file was provided. This lack of information does not allow a case-specific evaluation and, a reliable conclusion in regard to the root cause cannot be made. The subsystem which reportedly has malfunctioned, is a medical air compressor, which makes the ventilator independent from the central gas supply with compressed air. If the patient requires the additional dosage of oxygen, an oxygen gas cylinder must be fitted to the device. There was no detail information in the report that reasonably suggests that ventilation was interrupted - a potential explanation would be that oxygen input into the device was established because the device continues to operate on the other gas type if one gas source becomes unavailable. As confirmed for the particular case, the device posts an alarm if one gas source becomes unavailable. Furthermore, the device generates another alarm of type either "fio2 high" or "fio2 low", depending on which gas source is missing. It is not plausible, that a desaturation of the patient occurs when oxygen input to the device was established and solely the air input was missing. Since ventilation will be continued with oxygen, the o2 fraction in the breathing gas will continuously increase over time. This conflict in information cannot be resolved due to lack of relevant details. H3 other text : device not available for investigation.